Event description:
This report summarizes 17 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced patient device interaction. This information was received from various sources. All 17 malfunction, involved all patients with no consequences. The 16 patients ranged from 38-76 years of age and two patients weight range from 77-93 kgs. Of the reported patients, 10 was male and 6 were female. The remaining patients information was not provided.

Event description:
This report summarizes 16 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. This information was received from various sources. All 16 malfunctions were involved patients with no reported consequences. Of the reported 16 patients, 10 were male and 5 were female. The 15 patients ranged from 38-76 years of age and three patients weight range from 77-108 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 17 reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90016. H10: the lot number was provided for 11 out of 16 malfunctions; therefore, a lot history review was performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for 15 malfunctions of which 8 included images. Medical record was not provided for one malfunction, therefore, the investigation is inconclusive for the alleged perforation. Twelve malfunctions were confirmed for the reported perforation. Two malfunctions are confirmed for the alleged perforation; however,unconfirmed for tilt. The remaining one malfunction is inconclusive for the alleged perforation. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfxe3400, gfxl1922, gfxh3494,gfaq1105, gfyg3604, gfxe3402,gfxl1927,gfbt1950, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.